Event description:
It was reported that during a total gastrectomy procedure, the anvil shaft and head became disassembled when the device was being closed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.